Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The catheter's balloon broke longitudinally inserted into the patient. Additional information: both devices failed on the same patient. The defect was noticed as the catheter slipped out and the balloon was deflated. The catheter was a transurethral insertion and the balloon was inflated with 15ml. The catheters were in for seconds. The balloon deflated not burst and no parts remained in the patient.

Manufacturer narrative:
Qn# (B)(4). A representative sample was returned for investigation. It was reported that catheter's balloon broke longitudinally. Visual inspection on the catheter did not show any obvious defects or abnormality. All components were intact and appeared to be in good condition. There was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no balloon break, or leak observed during the test. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. No obvious abnormalities were observed on the returned sample. Leak or broke balloon could be happened due to various reasons such as over inflation on the balloon or excessive pressure applied during use. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no broke or leak balloon issue observed. Therefore, this complaint could not be confirmed.